Event description:
As reported, the powerflex pro balloon burst at 8 atmospheres (atm) on its third inflation. There was no patient injury or event reported. The patient was a (B)(6) male. The target lesion was located in the right superficial femoral artery. It was a heavily calcified lesion. There was no damage noted on the package or device prior to use. The device prepped normally. No difficulty accessing the lesion with the guidewire. There was very little difficulty advancing the balloon through the vessel. The first two inflations went up to 12 atm with no issue. During the third inflation of the balloon, it ruptured at 8 atm. The balloon was removed and replaced with a new balloon and no further issues. Visipaque 320 was the contrast media used. Ratio was 35% contrast 65% saline. This balloon was used previously in the procedure. There was not patient injury.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the affiliate, during angioplasty of a heavily calcified right superficial femoral artery, a powerflex pro balloon burst at 8 atmospheres on its third inflation. There was no difficulty accessing the lesion with the guidewire and very little difficulty advancing the balloon through the vessel. There was no issue with the first two inflations up to 12 atmospheres. During the third inflation of the balloon, it ruptured. The balloon was removed and replaced with a new balloon. There was no damage noted on the package or device prior to use. The device prepped normally. Visipaque 320 was the contrast media used. The contrast to saline ratio was 35:65. There was no patient injury reported. One non sterile power flex pro 7.0 mm x 6.0 cm 135.0 cm catheter was received coiled inside a plastic bag. The balloon was received deflated and appeared to have been inflated. There were blood residues observed in the returned device. An axial balloon burst was observed. No other anomalies were observed in the returned device. A leak test could not be performed due to the condition of the balloon. Analysis was performed and results showed that the balloon external surface exhibited evidence of scratches. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The ¿balloon burst-at/below rbp¿ reported by the costumer was confirmed through analysis; however, the exact cause of the balloon burst failure could not be conclusively determined. Based on the information available, there are vessel characteristics (heavy calcification) that may have contributed to the difficulty experienced by the customer, as evidenced by scratches noted on the balloon¿s external surface. Neither the DHR review nor the product analysis suggests that the difficulties experienced by the customer could be related to the manufacturing process; therefore no corrective action will be taken.